Event description:
Patient was revised to address metal hypersensitivity, femoral loosening and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Other text : device not returned to mfg.

Manufacturer narrative:
The report states: patient was revised to address metal hypersensitivity, femoral loosening and osteolysis. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the acetabular cup detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum, caused severe pain, inhibited the patient's ability to walk and caused elevated levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.